Event description:
It was reported that during annual screening, externalized conductors were observed on the right ventricular lead. Lead measurements were normal. Lead remained implanted with stable function. Patient was in normal condition after the event.

Event description:
New information received states that the lead was explanted.

Manufacturer narrative:
External insulation abrasion was noted at 16.9-17.1cm from the connector pin, consistent with lead friction to the device can. External insulation abrasion was noted at 30.0-30.5cm and 45.6-46.4cm from the connector pin. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 50.0-53.8cm from the connector pin. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 45.6-4.4cm from the connector pin. The etfe coating was intact at this location. Following fields deleted: d7-explant date

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.